Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(5).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 131 mg/dl. Troubleshooting for blank display was performed. Customer replaced the battery and the screen is still completely blank. Customer was attempting to change out their set and noticed the battery was low. Customer then decided to replace the battery with a new one and the screen turned blank. Customer advised damage on the insulin pump. Customer believes there is a small crack on the left hand corner of the screen and noticed it several weeks ago. Customer advised the spring on the insulin pump is damaged as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.